Manufacturer narrative:
The hillrom technician found the power cord needed to be replaced. Per the hillrom service manual the totalcare bed system requires an effective maintenance program. We recommend that you perform a semi-annual preventative maintenance. Preventative maintenance will minimize downtime due to excessive wear. Examine the power cords and plugs for cuts, nicks, breaks, frays and for correct grounding. A pm search was performed resulting in no pm records found for this serial number. The power cord will be replaced to resolve the reported issue, based on this information., no additional actions are required.

Event description:
The service technician found that the auxiliary cord was frayed with exposed copper. There was no allegation of patient or caregiver injury or death reported from this alleged incident. This incident was captured under hillrom complaint ref # (B)(4).